Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs, which indicated that error 4124 sample-z bump occurred once. The fse was unable to reproduce the error. The customer stated they performed an all-set-home the previous day and were able to run test samples without error recurring. Additionally, the customer successfully completed quality control (qc) and patient testing prior to fse¿s arrival. Upon inspection, fse found no issues with the waste chute and z-axis sample cap detection sensor (s054). Fse proceeded to clean and lubricated the sampling nozzle lead screw, nozzle tip, and verified the alignment of the tip trays, which were within specifications. Fse could not determine the cause of the reported event. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, was installed on (B)(6) 2024. A complaint history review and service history review for similar complaints was performed from installation date on (B)(6) 2024 through aware date on (B)(6) 2025. There were no other similar complaints identified during this searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4124) sample-z bump. Cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause of the reported event can not be establish.

Event description:
A customer reported error message ¿4124 sample-z bump¿ on the aia-900 analyzer. During a sample run, the customer reset the power, completed an all-set-home, and verified the waste bin was not full. The technical support specialist (tss) instructed the customer to open the reagent tip cover and found several samples were dropped in the bottom of the tip tray area. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.